Event description:
Procedure: laparoscopic splenectomy. Reportedly, a laparoscopic inspection of the spleen showed the tail of the pancreas obstructing access to the hilar vessels. Using a surgical stapler md performed a distal pancreatectomy to expose the hilum of the spleen. He then used the ligasure to ligate the superior and inferior pole vessels of the spleen and a surgical stapler to divide the hilar vessels. The surgical field was dry at the conclusion of the case and the immediate post-op period was uneventful. Following the surgery, the patient developed pancreatitis with elevated serum amylase and lipase. The surgeon indicated that it was a relatively mild case which resolved within a few days allowing the patient to be discharged from the hospital. On post-op day 6 the patient returned to the emergency room where they collased. Patient was taken to the or for an emergency laparotomy which revealed a small superior pole vessel that had been sealed with ligasure, bleeding freely. The patient expired in the or.